Event description:
A balloon would not deflate during a coronary stent expansion in a circumflex vessel. Pt experienced ventricular tachycardia while the balloon was inflated. Subsequent cardioversion was successful. Balloon was successfully deflated and removed through the guiding catheter without further incident. No pt sequalae resulted from this event and the pt has since been discharged. This device has been destroyed. Therefore, no failure analysis will be available. This device was being used in a non-indicated procedure. Therefore, co believes this non-indicated use of the device may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrow or obstructive iliac, femoral or renal vessels in the peripheral vasculature... These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."